Event description:
It was reported that this pacemaker and right ventricular (rv) lead exhibited loss of capture. The health care professional (hcp) indicated that the patient was having a lot of premature ventricular contractions (pvc) however the pacing thresholds have been normal. The hcp plans to continue to monitor this patient. No adverse patient effects were reported. This rv lead remains in service.